Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion and an opening. A leak test was performed and found an opening on the posterior/anterior. A microscopic analysis was performed which identified a smooth crease opening on the posterior and a striated opening on the anterior. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior due to an fold flaw opening. A striated opening in the anterior side due to surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.